Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer reference number: 3006705815-2019-03598. It was reported that the patient was experiencing ineffective therapy with their scs system. As a result, surgical intervention is expected to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's leads were explanted and replaced on (B)(6) 2019. Reportedly, it was discovered that one of the patient's leads was fractured. Therapy was successfully restored following the procedure.